Event description:
It was reported that the patient underwent revision surgery for an unk reason. Follow-up with the physician reveals that the patient had high lead impedance on diagnostics and this was the reason for the revision surgery. Per the physician, the lead was found to be broken near the electrode site at the time of surgery. No patient manipulation or trauma is suspected to have contributed to the lead fracture. X-rays of the patient's device were received and reviewed by the manufacturer, but no anomalies were noted. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.